Event description:
Customer performed a blood glucose test and received a result of 500mg/dl. The customer was given insulin at the normal time. The customer ate and retested with a result of 550mg/dl. The doctor was called and the customer was taken to the hosp. At the hosp they received a result of 220-250mg/dl. The customer was unsure what treatment if any was given. The customer was released from the hosp. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.